Event description:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4)) on 01-dec-2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain radiating to her lumbar area"), menorrhagia ("hypermenorrhea"), dyspareunia ("dyspareunia"), dysuria ("dysuria") and pollakiuria ("frequent urination"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, menorrhagia, dyspareunia, dysuria and pollakiuria outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, dysuria, menorrhagia, pelvic pain and pollakiuria with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (medical devices vigilance area, reference number: (B)(4) on 01-dec-2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pain radiating to her lumbar area"), menorrhagia ("hypermenorrhea"), dyspareunia ("dyspareunia"), dysuria ("dysuria") and pollakiuria ("frequent urination"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, back pain, menorrhagia, dyspareunia, dysuria and pollakiuria outcome was unknown. The reporter provided no causality assessment for back pain, dyspareunia, dysuria, menorrhagia, pelvic pain and pollakiuria with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-dec-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.